Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement which was confirmed via device check and x ray. This ra lead was implanted for only three days, subsequently explanted. A new ra lead was replaced and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body noted a cut in insulation around the circumference due to explant damage. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement which was confirmed via device check and x ray. This ra lead was implanted for only three days and subsequently explanted. A new ra lead was replaced and will be returned for analysis. No additional adverse patient effects were reported.